Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 200 mg/dl. The customer stated up and down arrow button don't work. The customer reported in alarm history that there is failed battery test. The customer stated that they have a backup plan. The customer insulin pump was not dropped nor bumped and nor exposed on moisture. The customer was advised to order a new battery cap.